Event description:
Prior to the end of the knee procedures (left knee anterior cruciate ligament reconstruction with patellar tendon allograft, arthroscopic partial medial & lateral meniscectomies and arthroscopic chondroplasty of the patella) the surgeon said that after she used conmed linvatec shaver mako 5.5mm and while drilling using the mitek soft tissue guide she saw a fine metal in the wound. The wound was irrigated well and metal was not seen after the irrigation. This will be the second of this incident reported to medsun. The shavers on both incidents were not reprocessed.